Event description:
In 2005, the lay user/pt contacted lifescan and alleged that his one touch ultra meter was not powering on. The medical affairs specialist called and spoke with the patient the next day, who provided additional information. The pt was not able to test his blood glucose level on the subject meter for "about 2 days" due to the power issue. He had continued to take his set amount of 20 units of humalog (taken 3 times a day) and 40 units of lantus at bedtime. On event date, in the morning, the pt attempted to test on the subject meter, but the meter would not turn on. He was not experiencing any symptoms at that time. He took his 20 units of insulin and went to work. About 1/2 hour later, he went into a ditch and the "public services" notified the emergency services. The pt had passed out "probably due to really low sugar levels". The emt meter result at the scene was 20 mg/dl. He was taken to the hospital and given IV glucose treatment and later on some food to eat. He was kept there for 5 hours and released. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using correct test strips. He was asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed. The battery was replaced within the last 3 months and the condition of the battery contact was good. The reported meter did not operate prior to the event, and the pt experienced and was treated for hypoglycemia. This complaint is reported as an adverse event. A replacement meter, control solution, and test strips were sent to the lay user/patient.